Event description:
Removal of endosseous dental implant. Six implants were placed in class IV bone in an atrophic maxilla during a complex procedure on 7/16/96. Three of the implants (#5 and #14) were removed 1 month post-op (please refer to MFR report #1222315-1996-00031) due to insufficient bone for retention. Clinician reports that the implant in site #12 was removed on 10/3/96 due to root compression of #11. The remaining implants are stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.